Event description:
Boston scientific received information that the header of this pacemaker was found to be loose during an elective explant procedure for elective replacement indicator (eri) status. The patient did report receiving blunt trauma to the device while trying to move furniture a while back. The only clinical observation noted was noise and low impedances on the right atrial (ra) lead. The noise did result in some atrial tachy response (atr) episodes but no asystole or serious injury was reported. The ra lead was capped and replaced during this procedure as well. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. The device passed all functional testing which confirmed proper operation of the pacing and sensing functions of the device as well as the lead impedance testing functions. The observation of a loose header was confirmed, however, the exact cause of the loose header could not be determined. The patient admitted to receiving blunt trauma to the device, but the amount of this force has not been determined. The low lead impedance on the atrial channel may have been related to the lead, as it was replaced during the explant procedure.